Manufacturer narrative:
This report is submitted on aug 17, 2021.

Event description:
Per the clinic, the patient experienced an infection which was treated with IV and oral antibiotics (specific date and duration is not reported).